Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation is ongoing, no conclusion can be drawn.

Event description:
A patient was implanted with a 2-piece patient specific implant in (B)(6). Post implantation the patient has experienced adverse events. The patient reportedly developed convulsions and a possible infection. This report is #1 of 2 for the same event.